Event description:
Affiliate reports that it was found by a CT scan that the patient's brain remained too large and the valve needed to be replaced.

Manufacturer narrative:
It has been communicated by the affiliate that the device has been sent to codman for evaluation. Upon receipt of the device and upon completion of the investigation, a follow up report will be filed.